Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. As the device remained implanted, the root cause for the stenosis remains indeterminable. However, it is likely that patient factors and the progression of the underlying disease may have contributed to the stenosis of this pericardial valve. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 25mm pericardial aortic valve was indicated for a valve-in-valve procedure after an implant duration of approximately seven (7) years due to severe stenosis. The high risk (B)(6) male patient had a history of bicuspid aortic valve and was newly diagnosed with lymphoma and hepatic amyloidosis. He had one round of chemotherapy and was recently admitted with heart failure in the setting of severe bioprosthetic stenosis. The valve-in-valve procedure was canceled due to hemolysis. It is unknown at this time when the procedure will occur.

Manufacturer narrative:
.

Event description:
Edwards received additional information that the 25mm pericardial aortic valve was disabled using a valve-in-valve procedure after an implant duration of approximately seven (7) years, one (1) month, and three (3) days. A 26mm transcatheter valve was implanted in the failing pericardial aortic valve. The patient was reported to have done well and was discharged.